Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection (lar), when on anastomosis, the stapler had poor staple formation, the handle was fully squeezed so that the metal underside of the handle contacted the stapler body to the fullest extent, the donuts were complete, the anvil can be tilted after firing and was not bent and sizers were used. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of device. The device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection (lar), when on anastomosis, the stapler had poor staple formation, the handle was fully squeezed so that the metal underside of the handle contacted the stapler body to the fullest extent, the donuts were complete, the anvil can be tilted after firing and was not bent and sizers were used. As stated, an over suture was done to resolve the case. There was no patient injury.